Event description:
New central line placed, sutured and flushed. Md noted air column moving up and down line. Barely tightened cap and brown port came apart. Immediate intervention. Line replaced. No harm to pt.